Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) showed diagnostic data and measurements that were unexpected. This data included a high battery impedance, a low right ventricular (rv) lead impedance, and an estimated elective replacement indicator (eri) date that "did not make sense". It was determined that the cause of the odd data is that the ipg battery was depleted, so the ipg was explanted and replaced. No patient complications have been reported as a result of this event.